Event description:
A 26 year old hispanic gravida 1 para 1 female; s/p bilateral subglandular placement of saline siltexes for asymmetry on 3/20/96 (right 375cc, left 300cc). Pt reports the right had an open wound and cellulitis, treated for one month with antibiotics. She complains of recent increased tenderness on the right. She denies history of trauma to the breast, or change in texture/position/shape. The pt's complaints are arthralgias (positive am stiffness), dysesthesias/paresthesias, swelling, fatigue, occasional sleep disturbances, sore throats, frequent upper respiratory infections, fevers, sweats, chills, past headaches, transmandibular joint disease, visual floaters, dizziness, memory loss, sicca, oral sores, sensitivity to heat/light/chemicals, shortness of breath/cough, chest pain / costochondritis, irritable bowel syndrome, genito-urinary disturbances, and easily bruising.